Manufacturer narrative:
(B)(4). Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.